Event description:
In march 1998 pt suffered severe fracture of right elbow. To or for stabilization. Did well post-op until may when he developed sensation of motion pain and noted swelling right elbow. X-ray showed broken plate and nonunion of humeral fracture. Plate was along medial column. To or 5-28-98 for open refraction internal fixation of nonunion & removal of broken plate. Discharged same day. Was working in his yard when he began to notice increased pain and swelling. Activity may have contributed to failure of plate.